Event description:
It was reported a bilateral patient underwent a left elbow arthroplasty on (B)(6) 2006 and a right total elbow arthroplasty on (B)(6) 2011. Subsequently, patient's right elbow was revised on (B)(6) 2013 due to infection. All components were removed and a cement spacer was placed in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-00979 / 00982).